Event description:
Boston scientific received information that no sensing or pacing was observed with this right atrial (ra) lead. X-ray imaging revealed that the lead was fractured. It was noted that the last time the lead had been tested was approximately three years ago. A revision procedure was performed. The lead was surgically capped and abandoned. The physician elected to implant a single chamber only device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.